Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging a cracked display on their one touch ping enhanced meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014).the lay user/patient¿s meter has been returned on 08/11/2014 and evaluated by lifescan product analysis on 08/29/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked/broken lines with black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.